Event description:
In 2009, during a kit inspection, the sales representative reported that the end of a pathfinder end screw extender sleeve was broken with pieces missing. The malfunction did not occur during any surgery, but was identified after the wash cycle. There was no impact to any patient. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
There was no patient involvement. There was no implanted instrument. Requests have been made for the return of the product. Device manufacture is unknown. Evaluation is pending upon completed investigation of the product.